Event description:
According to the reporter, customer called to report a patient who has a retained pillcam capsule for about 1 year now. Before the pillcam procedure the patient had no obstructive issues and had a normal egd, colonoscopy and small bowel x-ray. It was reported that the capsule was discovered during an incidental x-ray. When the procedure was performed the physician reported the capsule was in the colon for 11 hours and 50 minutes. A colonoscopy was performed and the capsule was not visible. The capsule was located in the right lower quadrant. The physician suspects the capsule is in a large diverticulum in the distal small bowel. The physician reported the patient had a small bowel follow thru and confirmed the patient is asymptomatic.